Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the stent could not be deployed due to a leak on the balloon. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4).